Event description:
It was reported, the coband layer of profore lite system kit case 8 are so tight it's very difficult to get a proper wrap, therefore, is impacting the ability to use. It is unknown whether this problem was noticed in a therapeutic environment or not; therefore, patient involvement has not been confirmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, has not been returned for evaluation. Photographic evidence has been provided, however, the image does not clearly show evidence of the reported event and we cannot confirm a relationship between the device and the reported event. A review of the manufacturing records confirmed the device was released according to specification, complaint history review found further instances. A review of the manufacturing process was performed, and a root cause of inadequate standard operating procedure has been assigned. Corrective action has been assigned regarding this event to reduce the probability of further reoccurrences. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range. (B)(4).